Event description:
Complainant alleged that during biomed testing, the device displayed "ECG disabled" , "pacer disabled", "defib disabled" and an "ECG fault 5" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.